Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurex bifurcated stent graft was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk and the vessels were reported to be non-tortuous and non-calcified. It was reported that when the handle was rotated, the stent graft did not deploy. The quick release button on the delivery sytem was checked and confirmed it was engaged. The device was removed from the patient and another aneurx device was successfully used to complete the case.